Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, that the message ¿check energy cord¿ appeared while using both the integrated electrical surgical unit (iesu) and a covidien generator. Initially, it was explained that this system message typically indicates the instrument cord is not being properly recognized, possibly due to a damaged cord, loose connection, or electrical noise. The customer found visible damage on the instrument cord and replaced it, but the issue persisted. Further investigation revealed that the led on the personality module energy device (pmed) was off, and using another footswitch cable did not resolve the problem. Consequently, the pmed was exchanged, and the system was tested and verified as ready for use. Additionally, a broken release tab on a blue cable was replaced. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. The external esu couldn¿t be used and vio dv was used. Procedure was completed robotically. There was no patient information available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed this issue. The led of the personality module energy device (pmed) was off. They used another footswitch cable, but the issue was not solved. The fse exchanged the pmed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. .

Manufacturer narrative:
Visual inspection, no issues were found related to the reported issue. The personality module energy device (pmed) was installed in the golden system but the system was not able to recognize the pmed. The led indicators were off and after programing, the board ID was not present. The root cause of the reported issue was due to the printed circuit assembly (pca), and energy device controller (edc).

Event description:
Refer to h11 for follow-up information.